Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged the device having has insulin flow blocked, no delivery alarm, prime/fill anomaly. Device passed displacement test, self test, rewind test, prime/seating test. However, failed basic occlusion test due to the force sensor has failed the test. Thus software was utilized and downloaded trace/history files properly. In further full review in the device history found multiple no delivery (7)) on (B)(6) 2021 10:55:42, 11:05:00, 11:08:16 during a bolus delivery. Device was cut open to perform visual inspection and found no moisture damage electronic assembly, battery connector, vibrator, motor assembly and force sensor. The force sensor offset measured within specific range during testing (23.2 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. In conclusion, customer alleged the pump having has insulin flow blocked, no delivery, prime/fill anomaly due to other electronic defect confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. Customer's blood glucose level was greater than 400 mg/dl. Customer stated that they had insulin flow blocked alarm during fill tubing process. The device will be returned for analysis.